Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the sensing electrodes and blisters under the therapy electrodes. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. Patient reported that a home aid nurse suggested using aloe vera and antibacterial ointment on the affected area. Follow up indicated that the ointment is helping with the rash.